Manufacturer narrative:
.

Event description:
Reportedly, it was not possible to initiate real time tests. It was reported that the device battery status is still adequate. Based on preliminary analysis, recommendations were provided on (B)(6) 2016 in order to force the device to switch into standby mode and then to re-initialize it.

Manufacturer narrative:
Following the hardware reset procedure, analysis of provided programmer files showed that real time tests could be launched successfully.

Event description:
Reportedly, it was not possible to initiate real time tests. It was reported that the device battery status is still adequate. Based on preliminary analysis, recommendations were provided on (B)(6) 2016 in order to force the device to switch into standby mode and then to re-initialize it.

Event description:
Reportedly, it was not possible to initiate real time tests. It was reported that the device battery status is still adequate. Based on preliminary analysis, recommendations were provided on (B)(6) 2016 in order to force the device to switch into standby mode and then to re-initialize it.